Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, customer was unable to reset pump due to lack of power source and declined follow up from tandem technical support to confirm pump reset. Customer¿s blood glucose level was 390 mg/dl.